Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4.the first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped both leaflets fine. However, during the deployment sequence, the lock line was too tight and could not be retracted. A decision was made to deploy the clip since an attempt to re-open the clip could no longer be made due to the lock line issue. Then when attempting to proceed with clip deployment, the clip began to slightly open. The clip was re-closed and deployed. But then the clip became fully detached from both leaflets, but still attached to the lock line. The clip end up in the left atrium. Therefore, the lock line was pulled against the cds with the guide to the right side of the body, and down to the groin. The cds was removed with the clip. The procedure ended at this point. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to remove the lock line was confirmed via returned device analysis. The reported clip open while locked and complete clip detachment (ccd) during use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to remove the lock line appears to be related to an identified knot. However, a cause for the knot cannot be determined. The reported clip opened while locked appears to be due to the lock line issues and the complete clip detachment appears to be a cascading effect of the clip opened while locked. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.